Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt} underwent pd catheter (not a fresenius product) "work." The patient stated that the cycler is not draining them. The patient pd catheter was power flushed, and heparin was added intraperitoneally for several days. During follow-up, the patient's pd registered nurse (pdrn) reported the patient was sent for a kub x-ray on (B)(6) 2021, and it was discovered the patient's pd catheter would likely require revision. The patient was sent to the surgeon on (B)(6) 2021, and it was discovered the patient's pd catheter had become intertwined with the patient's omentum. Surgery to correct the pd catheter is scheduled for (B)(6) 2021. The pdrn stated the patient's liberty select cycler is performing as expected, and there is no malfunction and/or deficiency of a fresenius device(s) and/or product(s) to report. The patient continues to utilize the same liberty select cycler for rrt without any additional issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).